Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultramini meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged power issue began on the morning of (B)(6) 2011. The patient informed the csr that he tests 6-8x/day and manages his diabetes with novolin (at mealtimes) and nph (at bedtime) insulin. The patient claimed despite the subject meter not powering on, he continued to take his insulin. The patient reported taking 6 units of novolin; however, it is not known how much time elapsed between when the issue started and when he administered the insulin. The patient reported that approximately 4-5 hours after the alleged issue started, he began to feel shaky, sweaty, nausea and developed a headache; symptoms which he associated with a high blood glucose. At the onset of symptoms, the patient confirmed he tested his blood glucose with his backup meter (onetouch ultra2) and obtained a result of '18.2 mmol/l (328 mmol/l)'. The patient denied receiving treatment in response to the symptoms and confirmed the symptoms abated on their own without medical intervention. At the time of troubleshooting, the patient confirmed that a couple of days prior to when subject meter stopped powering on, a battery indicator icon had appeared on the display. The patient confirmed he did not replace the subject meter's battery as recommended in the owner's booklet. At the time of the call, the patient did not have new batteries. Replacement products were sent to the patient. Although there is no evidence that the subject meter malfunctioned, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged power issue began.